Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not latching together. The device was inspected prior to use. No procedure delay. Procedure completed by opening another device. No patient harm was reported.